Event description:
Doctor reported implant fracture at tooth site 37. Inflammation and pain were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) 1) os4513, (osseotite xp implant 4/5 x 13mm) for evaluation. The product has been lost in transit. Therefore, visual/physical evaluation could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Upon locating the device, this complaint record will be reopened and updated accordingly. Device history record (DHR) review was completed for the subject lot number 848917. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 848917 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did submit images for the reported event. Medical affairs provided feedback regarding the x-ray. The implant #37 is fractured. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information and x-ray review, a device malfunction did occur. The implant was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.